Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
This will be filed to report a mitraclip that opened while locked post-deployment. It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (mr), a dilated atrium and ventricle, and a posterior mitral leaflet (pml) that was large, with prolapse and a flail. During a mitraclip procedure, a second clip, which was an xtw, was implanted. Post-deployment, the xtw had opened approximately to 40 degrees, and the clip arms were at 10 degrees before opening. Per the physician, the opening of the clip was not due to pre-existing anatomy. The clip was stable on the leaflets. There were no adverse patient effects and no clinically significant delay. No additional information was provided.